Event description:
It was reported that during a tapp procedure, during firing the magazine slipped out of instrument. It could be removed. No further information is available. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The analysis results showed that one device was returned non-functional; the device was returned with the cartridge extending out from the tube. The device was disassembled and an insufficient crimp was noted. No functional test could be performed. A batch record review was performed and no anomalies were found during the manufacturing process.